Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation, a catheter was received. The test guide wire went through the catheter with slight resistance till the metal gear wheel. The aspiration test was performed and slightly lower aspiration level was achieved. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: d2b (mcw; dqx), h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the device was allegedly clutched out several times. It was further reported that the wire was allegedly stuck inside the catheter upon removing the device. The procedure was completed using ballooning. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: d2b (mcw; dqx). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the device was allegedly clutched out several times. It was further reported that the wire was allegedly stuck inside the catheter upon removing the device. The procedure was completed using ballooning. There was no reported patient injury.